Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose and issues with sensor. Customer's blood glucose was below 20 mg/dl. Customer declined troubleshooting. The customer has treated his morning spike and dropped low.